Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had clock monitor frequency error alarm. Customer stated that insulin pump had locked up and become non responsive. Customer stated that insulin pump had unexplained no delivery alarm and battery life was decreased. Customer also stated that clip was broken and louder to rewind. Customer stated that there was crack near reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.